Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leak event on 19-apr-2024 and leak was at site. No further information available.